Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported bad speaker, which was reproduced during evaluation as a no audio condition. Visual inspection found the cause was a damaged speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad speaker. There was no patient involvement. No additional information is available.